Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had symptoms of night sweats, mild leukocytosis, and a moderately brown secretion from their percutaneous site. The patient was positive with pseudomonas aeruginosa on (B)(6) 2017 and stenotrophomonas maltophilia on (B)(6) 2017 (covered under manufacturing report number 2916596-2018-00884). The patient was found to be germ-free on (B)(6) 2019. Throughout the course of the infection the patient received unspecified surgery, antibiotics and daily dressing changes. It was later reported that the patient recovered with sequela (ongoing at time of study completion)/persistent disability. No further information was provided.